Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Investigation summary. Photo investigation: the device was not returned. A photo-investigation was performed on the images. Upon inspecting the images provided, the drill bit was observed to be broken and the fragment is retained in the patient bone. The complaint is confirmed. However, the root cause for the reported event cannot be determined from the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part: 03.037.022, lot: f-31857, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: february 18, 2011. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, while drilling with step drill, one tooth of 6mm/9mm cannulated stepped drill bit broke off in the patient¿s femoral head. The piece was retained in the patient¿s bone. There was no surgical delay. The procedure was successfully completed. There were no patient consequences. This complaint involves one (1) device. This report is for (1)1.5mm drill bit/qc/110mm. This report is 1 of 1 for (B)(4).